Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to high blood glucose. The reported blood glucose reading was 138 mg/dl. The customer stated that she had last changed her infusion set the day of the event. Troubleshooting was performed and all of the programming and histories on the insulin pump were accurate. The insulin pump passed the prime, high pressure and displacement tests. Nothing further wsa reported.